Event description:
Information received from the field notes that during a routine follow-up, inappropriate measured data was observed. The cell voltage had increased from 2.77 at implant to 2.81v and as high as 2.83v at previous follow-ups. The current battery measurements were 2.81v, 8ua and 1 kohms. The patient was not pacemaker dependent and monitoring will continue.